Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. It is to be noted that per the IFU/training manuals, for a 29mm sapien 3 valve the recommended native annulus area is 540 mm2 to 683 mm2, and valve area derived diameter is 26.2 mm to 29.5 mm as measured by CT. Patient anatomical factors and multiple imaging modalities should be considered during valve size selection. Risks associated with undersizing and oversizing should be considered. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest/indicate procedural factors (inadequate over-expansion of the valve during the initial valve deployment and poor imaging windows), in addition to patient factors (native annulus larger than recommended size range) likely contributed to pvl post valve deployment and the subsequent re-dilation of the valve due to worsening pvl 5 months post tavr. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: sayed, a., zaid, s., ahmad, h., goldberg, j., undemir, c., bennett, j., rene, g., lansman, s. Tavr with sapien 3 for very large annulus complicated by late severe paravalvular leak and treated with late balloon post dilation. Tvt 2019. Retrieved from: https://www.tctmd.com/slide/tavr-sapien-3-very-large-annulus-complicated-late-severe-paravalvular-leak-and-treated-late.

Event description:
As presented at the tvt 2019 structural heart summit, ¿tavr with sapien3 for very large annulus complicated by late severe paravalvular leak and treated with late balloon post dilation.¿, a 29mm sapien 3 valve was deployed in a large annulus. The valve was deployed with an additional 3ml of volume for a total of 32ml. 5 months post valve deployment, the patient presented with worsening dyspnea on exertion. The patient was symptomatic, and tee indicated at least moderate-severe to severe paravalvular leak (pvl) with a normal left ventricle ejection fraction. It was reported that based on the annulus and lvot size, the valve was likely ¿inadequately over expanded¿ during valve deployment. It was also noted that it was likely that significant pvl had been missed during the tavr procedure due to the poor imaging windows of the tte. Re-dilation of the valve was performed with another 2ml of volume for a total of 5ml over nominal. Following re-dilation of the valve, central aortic insufficiency (ai), possibly related to the valve overexpansion, was noted. The central resolved ¿spontaneously¿ on postoperative day (pod) 1. It was concluded that extremely large annuli can be safely treated by over expanding a 29mm sapien 3 valve. The native annular diameter measured 27.8cm x 32.5 cm with a valve area of 715mm2. The sinus of valsalva (sov) measured 37.4mm x 40.4mm x 42.4mm and the sinotubular junction (stj) diameter measured 34.9mm x 35.7mm.